Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering observed stretch marks on both sides of the balloon. Engineering also inflated the balloon and observed that the balloon was malformed. Based on the evaluation of the returned unit, it is likely that the balloon malformation was caused by a scope or introducer that was manipulated inside the balloon. It is possible that malformed balloon caused the torn tissue. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic inguinal hernia. Event description: the rep was informed that the product sheared the peritoneum on the side and ruined the exposure. There was a delay in the or and the case was completed transabdominally. It is unknown if there were any issues with the balloon inflation. Additional information received via email on 05feb2021 from applied medical representative: patient is fine. Tissue was torn in the preperitineal space and case had to be done differently the surgeon had a clear view through the scope. The surgeon did not attempt to move the balloon while it was inflated. The balloon was not deployed in the wrong direction. The seal housing was not removed at any point prior to the procedure. No photos or videos are available of the complaint event or product. Intervention: tissue was torn in the preperitineal space and case had to be done differently, delay in the or, case was completed transabdominally. Patient status: tissue was torn in the preperitineal space and case had to be done differently, patient is fine.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic inguinal hernia. Event description: the rep was informed that the product sheared the peritoneum on the side and ruined the exposure. There was a delay in the or and the case was completed transabdominally. It is unknown if there were any issues with the balloon inflation. Additional information received via email on 05feb2021 from applied medical representative: patient is fine tissue was torn in the preperitoneal space and case had to be done differently the surgeon had a clear view through the scope. The surgeon did not attempt to move the balloon while it was inflated. The balloon was not deployed in the wrong direction. The seal housing was not removed at any point prior to the procedure. No photos or videos are available of the complaint event or product. Intervention: tissue was torn in the preperitoneal space and case had to be done differently, delay in the or, case was completed transabdominally. Patient status: tissue was torn in the preperitoneal space and case had to be done differently, patient is fine.